Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent and unknown procedure on (B)(6) 2018 and suture was used on the skin. During the procedure, red swelling was noted after sewing 5 stitches. The patient was treated with disinfection, anti-infection, anti-allergic treatment. The surgeon opined it may be related to the suture. The patient current status is reported as stable. No additional information was provided.